Event description:
It was reported that during a splenectomy procedure, the device fired some staples and then locked out. There was no adverse pt consequence.

Manufacturer narrative:
The analysis showed that one device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device.